Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces during use.  As no further investigation was able to be performed no change in harm was identified.  This complaint will be included in trending per (B)(4).

Event description:
On 5/23/2022, it was reported by a sales representative via (B)(4) that an ar-613-48 modular t-handle broke when surgeon was assembling it to an ar-613-45 im rod. Nothing broke inside the patient and case was completed successfully with another set. This was discovered during a tka procedure on (B)(6) 2022.